Event description:
The facility reported an infusion pump that over infused during pt use. The over infusion occurred on a pt that was intubated and ventilated. The pump was set to infuse a 100ml bag of fentanyl at a rate of 7.5ml/hr. It was reported that after 11/2 hrs of infusing the pump alarmed and the bag was completely empty. The hosp rep stated that there was no pt injury and no medical intervention was needed. It was also stated that an incident report was filed. Add'l details were not available regarding, pt demographics or type of IV set up.